Manufacturer narrative:
The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: based on the findings, service determined that the probable cause of the reported issue was due to electrical failure of the logic board. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer has a pcu that will not display anything. The unit has been charged and verified that the ac and battery light are coming on. It sounds like its turning on but nothing displays on the monitor. There was no patient involvement.